Event description:
As reported by the user facility: stylet laid down after unsuccessful IV start. Nurse received needlestick injury when she picked up stylet. Clip was covering half of needle. Protocol followed for needlestick injury. Additional information provided by the facility indicted the nurse is fine and all protocol bloodwork testing performed was negative.

Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned to the manufacturer to be evaluated. The safety clip was located on the shaft of the needle and was not covering the needle tip. The long arm of the clip was pushed off the side of the needle. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the actual manufacturer, b. Braun medical industries.